Event description:
It was further reported that the patient presented with stable angina pectoris (ccs class iii) for the index procedure. At the time of death, the patient went into cardiopulmonary arrest and was taken to a hospital. CPR was performed. No autopsy was performed.

Event description:
(B)(4). It was reported that post a stenting treatment procedure, death occurred. In (B)(6) 2008, a lesion in the proximal left circumflex artery was treated with placement of a 3.00 x 16 mm taxus express 2 stent. In (B)(6) 2010, the patient died.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).